Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip failed to establish final arm angle (efaa). The clip relaxed to 30 degrees or more. Troubleshooting was unsuccessful. The clip was not implanted and was removed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip failing to establish final arm angle (efaa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.